Event description:
It was reported that a 4.35mm double-lead tap broke intraoperatively during a pediatric scoliosis surgery. The tip of the tap broke off while preparing the left t4 pedicle, but the fragment was easily recovered. Following the incident, the patient experienced loss of motor function on the right side, with sensory signals recovering but not the motor function. The surgery was delayed by 60-90 minutes to remove and reinsert screws from t4-6 bilaterally, and a neurosurgeon was called to repair a cerebrospinal fluid (csf) leak. The patient underwent an awake test, rods and set screws were implanted, and the surgery was completed without deformity correction. Multiple motor tests showed no change, and the patient was sent for MRI post-surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: h3, h6: the device lot number is unknown, therefore a¿device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 4.35mm double-lead tap had broken. The observed condition of the device was consist with a random component failure that may have been caused by exposure to unintended force. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 4.35mm double-lead tap would contribute to the complained device issue. Based on the investigation findings, potential cause attributed to component failure and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.